Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a results of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer went to the hospital on the advice of her physician after receiving high blood sugar results. During the call to customer support, the consumer admitted that she does not have any insulin to take and is symptomatic to experiencing hyperglycemia. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for eval because this is a medwatch report.